Event description:
It was reported patient experienced a skin infection over the ipg site. To address the issue, the ipg and extensions were explanted. Patient was prescribed antibiotics to treat the infection.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experienced an infection at the ipg site was reported to abbott. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. The patient was administered antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.